Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from this s-ICD. This patient went to the hospital for a device check in which this s-ICD declared a premature battery (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was noted that the physician would like to delay replacement for as long as possible and will continue to monitor at the three month follow up. The beeper function was reset and this patient went home. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from this s-ICD. This patient went to the hospital for a device check in which this s-ICD declared a premature battery (bd) alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. It was noted that the physician would like to delay replacement for as long as possible and will continue to monitor at the three month follow up. The beeper function was reset and this patient went home. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported. Device return is not expected at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.